Event description:
It was reported that the patient had increased charging frequency for the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in spring of 2021.